Event description:
Complainant alleged that during a routine shift check the device was unable to discharge when the discharge button was pressed. Complainant indicated that there was no pt involvement in the reported malfunction.